Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has not been returned to omsc for evaluation. Sorc also found some physical damages during the evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc also confirmed that nine years has passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it seems that the temperature of the device became high unexpectedly and it led to the blowing the fuse and the light the lamp didn't light up. Also, failure of a brightness control knob was likely caused due to the aged deterioration.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the lamp didn't light up. The subject device returned to an olympus service operation repair center (sorc) in (B)(4). The evaluation of the device by the sorc confirmed that the reported event was reproduced because the fuse blew up. It was also found a failure of a brightness control knob. There was no patient injury reported.